Manufacturer narrative:
Results - fifty (50) samples were returned and tested under pressurized conditions for leakage in the tubing. There were no defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had blood leakage where the tubing connected to the needle. No injury or medical intervention was reported.